Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 37.3 months of service. The physician implanted a similar device without reported complication. The explanted device will be returned to guidant to be analyzed for premature battery depletion. In addition, this device was be evaluated for evidence of arcing in the header, as this device is on the advisory list. To date, there have been no reported patient symptoms associated with this clinical observation.